Event description:
It was reported that the patient experienced dissatisfaction with their visual quality post implantation of an intraocular lens (iol): +0.50 / vision acuity: 20/25. The affected eye was the left eye. The iol was explanted and replaced with a competitor iol with same diopter. Results are now 20/20. The lens was discarded upon removal. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.